Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set had leakage. The following information was provided by the initial reporter: the product was attached to low sorb tubing for blina (blinatumomab) infusion. Blinatumomab infusion began leaking from filter set at the y-site hub.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20350e and lot# 24109281 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 11oct2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.